Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of other. It was reported that t he patient had been having problems with the device shocking them. They stated it had been on and off for over a year. They turned the device off and the shocks stopped but their symptoms returned very quickly. They stated the previous night they raised their right arm and got shocked. They were sitting on the couch and every few minutes the device would shock them and this went on for a couple hours. The patient stated they had not had any falls or trauma. They stated they tried setting the device at lower settings. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The patient called back indicating she is working with her physician's office to get codes for insurance approval to undergo device replacement due to the shocks she has been experiencing and is in a lot of pain and additionally reported that as of the night before last she started vomiting again. No further complications noted or anticipated